Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video observed the clamp did not stay closed. The sample was determined to be a non-conforming product. The reported condition was verified. Due to the nature of the sample no further evaluation could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name : (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of all-in-one container would not close the line. This was observed in the mixing center prior to the preparation of parenteral nutrition. There was no patient involvement. No additional information is available.